Event description:
A report was rec'd from the hospital alleging that the use of the ventilator in non-invasive CPAP mode (continuous positive airway pressure) caused a pneumothorax to the pt sometimes in 2008. Details about the circumstances surrounding the event have not been rec'd yet.